Event description:
Information received by medtronic indicated that the customer reported missing segments in the pump display. Troubleshooting was performed and found that there were missing segments and the customer was using the clear retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.